Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, during a post-operative check-up, medialization of the shs was detected. The revision surgery was performed with g4 u-blade. No further information was provided.